Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was partially deployed. The sheath had been stretched striking the opened vessel locator wings and torn by the garage leaves at the distal tip. The slitting had not been completed and the vessel locator wings were opened. The torn sheath material was caught between the garage and carrier tube during thumb advancement, preventing full deployment of the clip. The device was opened to examine the internal components and the catch had been released, deploying the clip. The pusher tube was limited from fully deploying and achieving hemostasis. A possible cause for the exchange sheath stretching is a tight tissue tract creating radial force constriction due to anatomical conditions. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates, which can cause interference with clip deployment. There were no manufacturing or quality issues detected. Based on the investigation findings, the probable root cause for the reported event is due to the operational context during use of the device. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, bleeding was noted. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.